Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion (acdf) due to herniated disc at c5-c6. Post -op, the patient had suffered from swallowing problems and severe pain. The patient had acdf c5-c6 surgery and his surgeon used rhbmp-2/acs. The patient had the surgical report started having swallowing problems and severe pain right after which prompted the patient to see the surgeon. The surgeon started imagining etc and concluded nothing was wrong. The patient kept returning with pain until it got so bad; the patient could not walk, swallow food, go to the bathroom and lastly ended up in the 'ER' this past because the bone graft and cage were grown into patient's spinal canal impinging on patient's spinal cord. The surgeon left the patient waiting 9 days in agonizing pain never bothered to even come and check on while the patient was in the hospital. He blamed it on the hardware, said maybe the patient was allergic and said he saw a lot of inflammation but the patient's CT report said the patient was in so much pain and nauseated everyday. The patient was disabled because of that.